Event description:
Additional information was received: it was reported that the cause of the high impedances was not determined. The event resolved as there was an operation where the extension and lead were tested. After reconnection, all impedances were ok.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, product type: lead. Product ID: 3708660 product type: extension. Product ID: 37601, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389-28, product type lead, product ID 3708660, product type extension, product ID 37601, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type implantable neurostimulator, section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had normal battery replacement from activa to percept pc, then all the impedances on the left electrode showed increased impedances. The extension was cleaned several times and inserted into the percept connector but the issue didn't resolve. A revision surgery was scheduled for (B)(6) 2024.